Event description:
It was reported that foley tray handle broke off. It was noted that the given lot# was ngjz2064.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual inspection of the return sample noted the handle was disconnected from the drainage bag. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 2 which states "no damage, punctures, or tears to the header bag." The labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray handle broke off. It was noted that the given lot# was ngjz2064. Per customer via phone on 24jun2025, it was reported that the buttonhole gets stretched out going into the bag. Stated that they believed they were playing a part in it and could not explain what they were doing. They stated that it kept happening, so now believed the bags were poorly made. Stated that they sent a sample back last week, and not willing to send another one at this time. They would like a results letter.